Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center was not detecting a connected 180 series scope. The issue was observed during the installation of a new device. The field service engineer onsite determined it was an out of box failure. No procedure or patient harm were associated with this event.

Manufacturer narrative:
Patient identifier of (B)(6) is related to model number: cv-190, serial number: (B)(6). During device evaluation at olympus, it was found the complaint was confirmed and there was no video due to a defective printed circuit board. Also, evaluation found the video socket connector had a defective locker and it did not secure the video cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.